Event description:
The customer contacted physio control to report that their device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. After the user interface pcb assembly was replaced and some other unrelated repairs, device passed performance inspection procedure and was returned to the customer for use. The replaced user interface pcb assembly was further evaluated by physio control. Root cause was determined to be a cracked and shorted capacitor c181 on the ui pcba, causing the device to display a white screen.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.